Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry was not available. Firmware upgrade and programming changes were made. The patient had no adverse consequences.